Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. It was reported that the patient developed a rash under the lifevest. The patient's doctor recommended the patient increase garment changes and also prescribed benadryl. During a follow up the patient reported that the itching had subsided and that he believed the doctor's suggestions were helping. No allegation of a device malfunction.